Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used. Due to the mandibular nerve, a shorter implant had to be placed in the same session.